Manufacturer narrative:
The system was examined and the reported event was confirmed. The printed circuit board (pcb) and ultrasound (u/s) diathermy control were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 6, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming pcb and u/s diathermy control. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system message displayed and there was no phacoemulsification prior to a surgical procedure. There was no patient involvement. Additional information has been requested.